Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 361 mg/dl. In addition, it was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer also experienced an elevated bg of 391 mg/dl. A system check was performed and insulin was not observed to be dripping out of the pump supplies. Reportedly the customer reverted to manual injections for insulin therapy. It was reported that the customer experienced low blood glucose (bg) of 37 mg/dl in a separate incident; cause was unknown. Customer went to the emergency room (ER) where the customer was treated with intravenous glucose and fluids to resolve bg level. Customer was released from the ER on the same day with the issue resolved.